Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation has shown that the pin at the tip has broken. The exact reason for this overload, can no longer be determined afterwards. The fracture surface is homogenous which indicates proper material quality. No product fault could be detected.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that two screw drivers broke. The pin at the tip broke off. No further information is available at this time. This is 1 of 2 reports for this event.